Event description:
Tap. It was reported that 67 days after implantation of a 2.5x24mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the 1st diagonal artery. A pre-intervention stenosis of 75% was reported. The lesion was pre-dilated with a 3.0x15mm maverick balloon. A 2.5x24mm taxus stent was deployed in the 1st diagonal artery in the region of the lesion. It was not reported that the stent was post-dilated. A post-intervention residual stenosis of 0% was reported. The pt rec'd angiomax during the procedure. Complications were reported as "none". The pt presented 67 days after the initial procedure with chest pain and a 75% in-stent restenosis in the 1st diagonal artery confirmed by intravascular ultrasonography. Atherectomy of the 1st diagonal artery was performed using a 2.75x10mm cutting balloon. A post-intervention residual stenosis of 0% was reported. The pt rec'd angiomax during the procedure. Complications were reported as "none."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8180184 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.